Event description:
It was reported that this pacemaker exhibited code 1010 upon interrogation, indicating that the therapy history data had been deleted as there have been inconsistencies in the stored therapy history. The device was successfully interrogated. However, when the physician was saving files for review, the device went into safety mode. Technical services (ts) provided resolution. The device remains in use. No adverse patient effects were reported. Additional information received indicates that the device was explanted and replaced. No additional adverse patient effects were reported. The device remains in hospital possession.